Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Sensor data was analyzed and did not observe any other abnormalities with the sensors data. Therefore, the issue is not confirmed. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a unspecified sensor error message and was unable to obtain readings. As a result, customer experienced a seizure and was able to self-treat with a glucose injection for treatment. No further treatment details were provided. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. Data was successfully extracted from the returned sensor using approved software. The sensor data was reviewed and signal low error message along with a drop in glucose/temp values were observed (indicating that the user removed the sensor early). No other abnormalities were observed with the sensors data. Therefore, this issue is not confirmed to early sensor removal. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a unspecified sensor error message message and was unable to obtain readings. As a result, customer experienced a seizure and was able to self-treat with a glucose injection for treatment. No further treatment details were provided. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
An error message was reported with the adc device. Customer received a unspecified sensor error message message and was unable to obtain readings. As a result, customer experienced a seizure and was able to self-treat with a glucose injection for treatment. No further treatment details were provided. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. Sensor data was analyzed and low glucose values were observed towards the end of sensors life. Any other abnormalities were not observed with the sensors data. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with lsa (late sensor attenuation) termination in which physiological issues from the user have degraded the sensor tail which can degrade readings. As a result, the sensor recognized this attenuation and terminated to protect the user from unreliable glucose values. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for g4 as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a unspecified sensor error message and was unable to obtain readings. As a result, customer experienced a seizure and was able to self-treat with a glucose injection for treatment. No further treatment details were provided. No further information was provided. There was no report of death or permanent injury associated with this event.